Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that high technique 3d scans had concentric rings throughout. A field service engineer (fse)performed gain calibrations without change. The fse then performed analog offset calibration (3500>4000) and the concentric rings could not be reproduced. The system passed system checkout and was functioning as expected. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported outside of a procedure that while an field service engineer (fse) was on site doing the image quality testing high technique the system was noted to have rings in the middle of the image. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the concentric rings was determined and the detector needed an adjustment.